Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but a photo was provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood clotting with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to blood clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd microtainer® k2e tubes experienced clotting/microclotting/fibrin clots. Product defect was noted during use. The following information was provided by the initial reporter: the sample collected in the microtainer tube is clotting when this is a tube containing anti-coagulant that is not supposed to clot after collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd microtainer® k2e tubes experienced clotting/microclotting/fibrin clots. Product defect was noted during use. The following information was provided by the initial reporter: the sample collected in the microtainer tube is clotting when this is a tube containing anti-coagulant that is not supposed to clot after collection.